Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the right ventricular (rv) lead experienced unstable thresholds and the patient experienced premature ventricular contractions (pvc). There was also occasional loss of capture which was resolved with reprograming. It was then found that micro dislodgement had occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.